Event description:
This case was reported by a consumer via FDA medwatch program (B)(4) and described the occurrence of leg weakness in a pt who rec'd super poligrip extra care with poliseal (B)(4) for denture adhesion. Co-suspect medication included super poligrip (formulation unk). In 1970, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced leg weakness and blood loss. The pt was hospitalised for 1 week. The pt was treated with blood transfusion (5 pints). Treatment with super poligrip was discontinued. At the time of reporting, the outcome of the events was unk. This regulatory authority considered the events to be disabling. Super poligrip is manufactured in (B)(4) and neither the products nor lot numbers for these products are available. (B)(4).